Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated they didn't really think the therapy had helped them much for their symptoms since they were implanted on (B)(6) 2022, so a couple days ago (the patient had a person in the background who said it was a week ago and the patient wasn't sure exactly when) the patient stated they turned the therapy off. The patient then realized the therapy must have been helping by 50% or greater since they were implanted because when they turned it off, they started going more than they should. The patient stated they turned the therapy back on 45 minutes ago and that now it was pulsing. The patient wanted to know if that was okay. Troubleshooting reviewed stimulation considerations with the patient and advised the patient the stimulation should always be comfortable. The patient was feeling the stimulation in their bike-seat region on the left side (which was on the same side as their implant) however they thought the stimulation level was lower now than it had been before they had turned it off. Troubleshooting reviewed therapy expectations with the patient and the patient decreased the stimulation down to a level where they still felt the pulsing but it was light and the patient stated it was comfortable. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider (hcp) for further concerns about their symptoms.